Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator is currently en route to fisher & paykel healthcare (f&p) (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the manometer of a rd900 neopuff infant resuscitator was faulty. There was no patient involvement.

Event description:
A healthcare facility in colorado reported via a fisher & paykel healthcare (f&p) field representative that the manometer of a rd900 neopuff infant resuscitator was faulty. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the rd900 neopuff infant resuscitator was returned to the fisher & paykel healthcare (f&p) service centre in california where it was inspected by a trained f&p service technician. The unit was serviced and performance tested. Our investigation is based on the information provided by the f&p service technician and our knowledge of the product. Results: inspection of the subject neopuff infant resuscitator revealed that the manometer was out of specification. The subject neopuff was repaired and returned to the customer after passing all the required safety and performance tests. Conclusion: we are unable to determine what caused the reported fault. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. Is it noted that the subject neopuff is over 14 years old. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production.